Event description:
It was reported a right internal jugular triple lumen central line was placed at the start of a surgical procedure. The catheter was later removed and a chest x-ray was done noting a retained piece of fractured ij catheter. The catheter was used for hemodynamic monitoring, administration of fluids and meds. The retained piece had to be removed in an intervention. The fractured piece was retrieved in interventional radiology under local anesthesia via a femoral stick. The fragment was discarded. The patient did very well and had no adverse effects.

Manufacturer narrative:
(B)(4). Information was received from medwatch voluntary report no: (B)(4). No sample will be returned for evaluation.